Event description:
Meter was reading in the incorrect unit of measurement. Patient obtained a result of 14.1 mmol/l (converts to 254 mg/dl) on the reported meter. Patient took no action to affect patient's blood glucose level following the use of the meter. Patient went to the hospital because patient was not feeling well. No results obtained at the hospital were provided. Patient was given glucose at the hospital. The customer care representative confirmed that the meter was set in mmol/l instead of mg/dl. The meter had previously been set in the correct units of measurement and the patient had not recently changed the units of measurement in the meter settings. Based on the information provided, there is no indication that the patient experienced injury or medical intervention due to the product. Based on the apparent spontaneous change in the meter units of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. No products were replaced.